Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
A household pet chewed through the tube set during treatment. No one was exposed to medication. Line was tied into a knot and pump turned off. Complainant returned pump to the user facility and was given a new one. Patient could not provide the model, lot number, or serial number of the pump nor the tube set. Complainant was confident he nor his wife were exposed. They washed their hands to be safe. No injury reported. No evidence of device malfunction. The event was caused by a dog chewing through the tube set during treatment.